Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a venclose rf ablation procedure, the catheter allegedly didn't reach 120 degrees celsius when plugged in. It was further reported that the catheter allegedly had a tissue and exposed wire when removed from patient. It was also reported that during a venclose rf ablation procedure, the generator screen displayed a red x when the catheter was plugged in. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one evsrf 60cm catheter was received for evaluation. The device appeared to be clean. A kink was observed at proximal end of the catheter shaft. Charred/melted fep heat shrink and burned tissue was observed on the distal 2cm (approximately) portion of the heating element. The fep appeared to have rolled back over the tip of the catheter. Under microscopic observation, no breaks were observed. The wires inside the heating coil were exposed but the wire insulation appeared to be intact. Upon opening the handle, no damage was noted throughout. All wires were noted to be intact and in place. The proximal battery was noted to be partially seated within the battery holder. The distal battery was noted to be fully seated within the battery holder. Both battery holders were clean. When original batteries were removed, what appeared to a few white specs were noted near the proximal battery pad. The small specs of debris could have been plastic that broke off when the technician opened the handle to evaluate the inside of the catheter handle and will be considered incidental. No other anomalies were noted on the distal battery pad. Battery pads were inspected under uv light and the small specs of debris were observed on the proximal battery pad; no glowing anomalies were noted on the distal battery pad. Both batteries were noted to be clean. The batteries were inspected with uv light and both batteries did not show any glowing anomalies. During the functional testing, the catheter was plugged into generator with original batteries and remained on the home screen (venclose logo). New batteries were inserted, and the catheter was plugged into generator and catheter was recognized by the generator with new batteries. Functional testing was performed using 10lb weight; warm/hot water was used. 3x long and 3x short tests were completed successfully. Temperatures were within specification. No errors were presented. The resistance of the thermocouple was within specification. Therefore, the investigation is determined to be unconfirmed for the reported insufficient heating, and the investigation is determined to be confirmed for identified thermal decomposition of the device. The definitive root cause for the reported insufficient heating is unknown because the insufficient heating could not be reproduced. The root cause for the thermal decomposition cannot be determined based on the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a venclose radio frequency ablation procedure, the catheter allegedly didn't reach 120 degrees celsius when plugged in. It was further reported that the catheter allegedly had a tissue and exposed wire when removed from patient. There was no reported patient injury.